Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient began experiencing intermittent low flow alarms which responded to volume replacement, but continued to occur. Speed was reduced to 8000 rpms, but alarms continued. Additional information received from the vad coordinator stated the patient had been readmitted due to low flow alarms at a set speed of 8,000 rpms. Patients rpms are running at 7,800 rpms and they are unable to get her to run at 8,000 without her controller alarming. Patient had been set up to have prescription system controller created in order to stop the alarms in the past two weeks but the issue resolved on its own. Technical services was notified and a new request for a prescription system controller was received from the hospital. The patient is stable and the primary cardiologist was notified.